Event description:
Procedure type: gastric bypass. According to the reporter: the endostitch was sticking and not toggling well. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating time.

Manufacturer narrative:
(B)(4).